Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: the product code is lx12. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it is stated in the information provided ¿did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes,. Please be more specific, which one of the adverse events did the patient experience? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient received a linx implant in (B)(6) 2013. In 2020 she got covid and recovered in ICU. After the recovery, she start having dysphagia and the linx has decubitated into eophagus. The device has been removed surgically did the patient experience a post-op device malfunction? --> yes, if yes, please describe. --> after 8 years patients start having dysphagia and the device eroded in to esophagus. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes. Did the patient require revision surgery or hardware removal? --> yes. Facility name of original implant --> (B)(6). Was device explanted? --> yes. Hardware/explant removal due to: --> partial erosion/dysphagia. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes. If yes, describe --> protective gastroplastic + fundoplication.

Manufacturer narrative:
(B)(4), date sent: 9/16/2021. Additional information was requested, and the following was obtained: it is stated in the information provided ¿did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Please be more specific, which one of the adverse events did the patient experience? No adverse event (probably is was an error on the info provided). 3. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Dysphagia, more or less one month ago (after hospital dismission for covid infection) 4. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. No. 5. Are pictures or videos available? Yes. 6. How many beads eroded? 5. 7. Where were the eroded beads positioned? Inside the esophageal lumen. 8. Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads& laparoscopically removed the device the same day endoscopically removed the entire device yes (with laparoscopic control and plication). Laparoscopically removed the entire device. 9. Was the patient stented? No. 10. What is the current condition of the patient? Now she is well, no symptoms reported. 11. If the device has been removed, what was the date of explant? (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the additional information that was provided it stated: ¿ are pictures or videos available? Yes¿. Can you please send those photos/videos to productcomplaint1@its.jnj.com?

Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. During the visual analysis of the device, cautery marks were found on the links and beads. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 3280 was reviewed. No ncs, defects, or reworks related to the product complaint were found.